Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 5: reference MFR. Report: 1627487-2018-03144; reference MFR. Report: 1627487-2018-03146; reference MFR. Report: 1627487-2018-03162; reference MFR. Report: 1627487-2018-03163. It was reported (B)(4) the patient experienced a red and swollen area medial to the ipg site on the right buttock six weeks ago. The general practitioner aspirated the infected fluid from the area, and the patient was prescribed oral antibiotics. The patient later saw the pain physician after completing the antibiotics, and the physician noted a continued area of broken skin where the general practitioner had aspirated with a needle, and could see one of the implanted leads in the open wound. As a result, the physician admitted the patient to the hospital, prescribed IV antibiotics, took wound swabs and explanted the scs system. The physician plans prescribe oral antibiotics to the patient once he is discharged from the hospital.